Event description:
The customer reported that the insulin pump was shooting out the insulin when priming. The caller stated that the infusion set was changed and the device alarmed an error during the manual prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.